Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the hard drive and upgraded the flash memory. The system was tested and found to be working as intended and put back in svc.